Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the patient end of the set fell off. The spin collar was found attached to the patient's IV while the rest of the set was found on the patient's bed. There was no patient harm.

Event description:
The customer reported the patient end of the set fell off. The spin collar was found attached to the patient's IV while the rest of the set was found on the patient's bed. There was no patient harm.

Manufacturer narrative:
The customer's report that the end of the set fell off was confirmed. The customer provided a photo showing two exit luer ends - one on top with its luer nut separated from the luer body; and one on bottom with no separation issues observed. Visual inspection showed that the luer nut was separated from the luer body. No obvious tool markings were observed. The root cause of the customer's report was not identified.